Event description:
Allegation received that the head of the bed would not lower.

Manufacturer narrative:
Technician found that the head of the bed was stuck in up position. Technician shut down the bed, turned it back on and adjusted settings to resolve this issue.